Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part # 09.804.601s. Synthes lot # 82292009. Supplier lot# 82292009. Release to warehouse date: 28 sep 2023. Supplier: confluent medical technologies. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: initial reporter is a depuy synthes sales representative. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a vbs (l1) on (B)(6) 2024. In the surgery, both balloons were dilated to 2 cc. At this time, the left balloon was dilated to 2 cc and the right to 4 cc. The right balloon was slightly inflated in the frontal view, but the left balloon was not inflated at all. 3 cc of inflation was achieved, but the left balloon was not inflated, and attempts were made to deflate and remove the balloon. It was determined that the balloon was ruptured due to blood entering the inflation system. A new balloon was then opened. The surgery was completed successfully with no surgical delay. This report is for a vertebral body balloon. This is report 1 of 1 for (B)(4).